Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021 (reason for the conversion unknown) to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
This report is submitted on dec 17, 2021.